Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. During the procedure a possible type ia endoleak was observed however, there were visualization difficulties. The physician elected to implant a palmaz stent graft proactively. The post angiogram appeared similar with continued visualization issues. The physician concluded the case and plans to follow-up during routine surveillance. The patient will continue to be monitored.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported intraoperative type 1a endoleak treated with a non-endologix bare metal stent was confirmed. The contributing factors for the intraoperative proximal loss of seal could not be identified due to the lack of the pre implant medical images and intraoperative angiogram. The final patient status was reported being stable and under surveillance. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: g1,2: contact office- name has been updated. H6: result code ¿ remove 3233. H6: conclusion code ¿ remove 11.